Manufacturer narrative:
The model and therapy date of the drg stimulator is unknown. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's extension exhibited high impedances. As such, during the patient's procedure to reposition the ipg (reference MFR. Report: 1627487-2018-06315), the physician encountered difficulty removing the extension due to scar tissue. The extension was cut in order to remove it successfully. Effective stimulation was restored following the procedure.